Event description:
The pump had shaved filter in the threads of the filter screw and a new filter could not be put on. The pump would not maintain proper suction. There was a back-up pump and the case was performed properly.

Manufacturer narrative:
(B)(4).